Manufacturer narrative:
The uric acid reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for uric acid on a cobas 8000 c 701 module. The initial result was 4.9 mg/dl. The repeat result from a different c701 module was 2.7 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The customer stated qc was acceptable. The field service engineer (fse) found that multiple rinse tubings were broken. The fse replaced all 3 rinse tubing assemblies on the instrument. The investigation determined the service actions resolved the issue.